Event description:
Following a rotational ablation procedure, an unsuccessful attempt was made to advance a coronary stent with delivery sys through a very complex, heavily calcified, type c target lesion site in the pt's distal right coronary artery. In response, an nc bandit balloon catheter was prepared and placed across the lesion. The balloon was successfully inflated; however, it was reported that the lesion was very resistant to dilatation. Subsequently, a second attempt to advance a coronary stent with delivery sys was made and the stent was successfully deployed at the target lesion. However, it was reported that the balloon ruptured and a significant dissection was observed around the stent. To address the area of dissection, the nc bandit balloon was re-introduced and utilized to successfully treat the area of dissection. Ivus was subsequently performed and found the stent deployment to be excellent. There were no add'l complications reported relative to this event.